Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas fell from the user¿s pocket during lawn mowing and was subsequently run over by the mower, resulting in extensive physical damage and failure to power on; the user transitioned to backup therapy and blood glucose readings were not affected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention and continued glycemic management using backup therapy. Investigation included review of the event narrative, verification of device identification, and coordination for return and data synchronization. Investigation of this case revealed device destruction consistent with external mechanical impact to the pump housing and display components, which rendered the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage due to accidental impact.